Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date in 1999. Subsequently, the patient was revised on (B)(6) 2014 due to bone loss behind the acetabular cup. It is unknown what caused the patient to experience bone loss. The acetabular liner and modular head were removed and replaced and bone cement was placed behind the acetabular cup.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿material sensitivity reactions.¿

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Initial procedure / implant date is (B)(6) 1999.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2014 due to bone loss behind the acetabular cup. It is unknown what caused the patient to experience bone loss. The acetabular liner and modular head were removed and replaced and bone cement was placed behind the acetabular cup.

Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date in 1999. Subsequently, the patient is scheduled for a revision procedure on (B)(6) 2014 due to bone loss behind the cup. It is unknown what caused the patient to experience bone loss.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name: catalog number, lot number, and expiration date. Implant date. Explant date. 510k number. Device manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is scheduled. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.